Event description:
A site representative reported that during removal of the spine clamp from the spinous process, one of the 4 clamp jaws broke and remained in the bone of the patient. The post CT scan showed the fragment of the spine clamp in the bone. Due to no disadvantages and complications for the patient the surgeon decided not to take any further actions. The clamp jaws are made of ti-6al-4v eli (extra low interstitial) alloy which is specified for surgical implant use. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. The clamp jaws are made of (B)(4) which is specified for surgical implant use. Suspect device has not been returned to manufacturer for evaluation. No return expected. Part not returned to manufacturer.